Manufacturer narrative:
The head was returned for review and the event was confirmed. Visual inspection was conducted and it was identified some scratches and nicks on the exterior surface of the head. It was verified that the femoral head was stiff and would not move freely inside the cup; applying a high force on the rim area of the head, the head moved slightly, but not as intended and thus the complaint is verifiable. As the ceramic head was stiff and not able to be removed, a dimensional analysis was not able to be performed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products - 00877502802, bioloxâ® delta ceramic femoral head, 2895202. Report source, foreign ¿ events occurred in (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the head would not articulate with the liner. The movement of the head was stiff. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.